Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was implanted but the parameters were not satisfactory. The rv lead was then repositioned and it was noted the stylet became stuck within the lead. There was an attempt to remove the stylet but it would not move. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Stylet received in lead. Difficulty withdrawing the stylet out of the lead at the time of analysis,visual inspection found the stylet was damaged/kinked. Performed stylet insertion test using new stylet, test result was passed. The lead, itself was find. No anomalies found.